Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a functional endoscopic sinus surgery (fess). It was reported that the site had a registration error metric of about 2.5 but they could not advance to verify navigation. The manufacturer representative (rep) attempted to undo a few registration patterns but was never able to get to verify navigation. Tech services (ts) found there was no registration model in the 2d or 3d views despite the registration metric. The rep was unable to edit the model in registration either, they selected it but it never went to edit 3d model screen. Ts recommended deleting and re-loading the patient which they did but a 3d model was still not created as expected. The rep tried to change modality but was unable to change the bit depth. Ts had the rep look at a few other scans but none of them allows them to edit the 3d model. The issue kept occurring causing navigation and the procedure to be canceled. Once the software was uninstalled and reinstalled the issue resolved. No impact on patient outcome.

Manufacturer narrative:
Additional information added. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. The system is working as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the manufacturer representative (rep) stated the patient was under anesthesia when the issue occurred. The patient was not under any medications at the time of the event. The rep indicate the patient had an IV, but they believed there was saline in the IV (no medication). They indicated the issue happened prior to any incisions. The patient rescheduled the procedure for (B)(6) 2018, imaging system was used, and the patient was doing well after the procedure. The manufacturer representative stated the cause of the issue was due to the configuration of the electronic picture archiving and communication systems (pacs) system as the images would not come over completely. The rep also stated they had to uninstall and then reinstall the software for the system to work. They noted that uninstalling and reinstalling the software resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a functional endoscopic sinus surgery (fess). It was reported that the site had a registration error metric of about 2.5 but they could not advance to verify navigation. The manufacturer representative (rep) attempted to undo a few registration patterns but was never able to get to verify navigation. Tech services (ts) found there was no registration model in the 2d or 3d views despite the registration metric. The rep was unable to edit the model in registration either, they selected it but it never went to edit 3d model screen. Ts recommended deleting and re-loading the patient which they did but a 3d model was still not created as expected. The rep tried to change modality but was unable to change the bit depth. Ts had the rep look at a few other scans but none of them allows them to edit the 3d model. The issue kept occurring causing navigation and the procedure to be canceled. No impact on patient outcome. Engineering reviewed the provided logs and it showed a corrupt page in the "audit info" table of the patient database.